Manufacturer narrative:
Na.

Event description:
The customer received analyzer alarms and questionable high ise indirect gen.2 sodium and chloride results for multiple patient sample from the cobas 8000 cobas ise module that would be 5-7 mmol/l higher than the repeat result. One example was provided. The initial sodium result was 147 mmol/l and the repeat result was 139 mmol/l. The erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The calibration and qc results were acceptable on the day of the event. The field service representative found the chloride electrode needed conditioning. He conditioned the electrodes, checked the adjustment of sipper nozzle, and verified operation with more than 300 ise checks. The customer ran qc with results within range. The investigation determined the issue was resolved by the service actions.